Manufacturer narrative:
Initial.

Event description:
It was reported that the patient announced a meal as usual within approximately 10 minutes of the first bite despite eating more carbohydrates than typical, after which postprandial glucose did not exceed 135 mg/dl and then dropped to 40 mg/dl. The event was categorized under meal announcements and incorrect meal size, and the device element involved was the user interface. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included an unexpected medical intervention where medication was required, with treatment using oral glucose and glucagon. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.